Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had insufficient information received.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 3 events were reported for this quarter. Product return status. 1 device was received. 2 device investigation types have not yet been determined. Additional information. 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.